Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had battery problem and power error. The customer's blood glucose was 9.1 mmol/l at the time of incident. The customer reported that the insulin would switch off every 4 hours. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance issue. Unit received with faded serial number label.